Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips the etco2 module was faulty and unable to calibrate etco2. Patient involvement is not known.

Manufacturer narrative:
An evaluation was performed by the bench technician and the reported issue was confirmed and traced to a faulty co2 module. The customer rejected to repair device after consideration. The device remains unrepaired at the customer site and no further evaluation is required at this time.